Manufacturer narrative:
Review of instrument images: cell 1 is negative for anti-c, well e01 is negative cell 2 is homozygous for anti-c, well f01 has a loose fuzzy button with a hazy red background. Confirmed the reactivity of the c antigen on retention crrs (I and ii), lot x306. Customer did not send sample for further serological testing. Cannot rule out sample as the cause of the event.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen I and ii (crrs I and ii) on the galileo. The sample was tested twice and resulted negative.